Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had exhibited oversensing of noise and a low out of range pacing impedance measurement of less than 200 ohms. According to the physician an insulation problem with the ra lead was to blame. Surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.